Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer requested assistance in reviewing alarm logs. A patient expired.